Event description:
It was reported the lead had low impedance. The lead was replaced and later removed (two years later). No patient complications have been reported as a result of this event.

Event description:
Caller states patient tested 3.6 inr on the coaguchek xs system while a comparison lab returned as 2.36 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.